Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product was unable to confirm the reported event. Previous investigations conducted by (B)(4) for the same product and lot code for the same failure mode concluded: a report was received from (B)(4), concluding there are no obvious engineering defects with this instrument. It is suspected that the surgeon may have impacted the bushing more aggressively that indicated in the surgical technique. Based on the age and condition of the returned sample it is reasonable to conclude there are no manufacturing related issues. The investigation could not draw any conclusions about the reported event: however, it is suspected that the surgeon may have impacted the bushing more aggressively that indicated in the surgical technique. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Femoral fracture occurred vertically when the device was hammered in the intercondylar fossa. The procedure was completed successfully with cementless implants and internal fixation was done by ccg band (plus orthopedics). The surgery prolonged 180 minutes.